Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction happens again.